Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced unspecified load issues. Reportedly, multiple supply changes were performed to address the issue and insulin delivery was resumed. Customer's blood glucose was 175 mg/dl.